Event description:
The reporter stated the surgeon attempted to insert a -16.0 diopter 12.6 mm micl12.6 implantable collamer lens, but the lens felt tight in the cartridge and would not advance. The cartridge was in the pt's eye, but there was no contact with the lens. There was no pt injury. The backup icl was implanted with no problem. The reporter stated the surgeon felt the event was due to the cartridge.

Manufacturer narrative:
(B)(4). Eval method: cartridge lot number search, lens work order search. Method: visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of dark surgical residue inside the cartridge. A cartridge lot number search was performed and no similar complaints were found. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, lot number search, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).